Event description:
It was reported that the implantable pulse generator (ipg) was at eol (end of life), was had pauses on telemetry and could not measure in bipolar configuration. The lead was unable to capture at maximum outputs. Follow-up with the physician's office noted that the patient is wearing a holter monitor which has not noted any sinus pauses, and that the patient had an infection of clostridium difficile. The device and lead remain in use as the physician is determining if a replacement is necessary. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.